Event description:
Customer reported the left monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system could not duplicate the reported problem. System operates as intended.